Manufacturer narrative:
This is four of four manufacturer reports being submitted for this case. Reference: fovino, luca nai, et al. "Transfemoral aortic valve implantation with new-generation devices: the repositionable lotus vs. The balloon-expandable edwards sapien 3 valve." Journal of cardiovascular medicine 19.11 (2018): 655-663. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Attempts have been made to obtain individual details for the patients and events but it was not forth coming. The types and cause of the conduction disorders are unknown; however, patient factors not provided and the mechanisms described above might have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from the literature article: ¿transfemoral aortic valve implantation with new-generation devices: the repositionable lotus vs. The balloon-expandable edwards sapien 3 valve¿, 93 patients with severe symptomatic aortic stenosis who underwent transfemoral tavi with edwards sapien 3 from august 2013 to january 2017 were matched with patients who underwent transfemoral tavi with the lotus valve. Outcomes were evaluated according to valve academic research consortium-2 definition at discharge and 30 days. The following results were observed: (in-hospital outcomes) 1 patient had a disabling stroke, 3 patients had a major vascular access-related complication, 1 patient had a cardiac tamponade, and 9 patients required a new pacemaker implantation.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case.  Please reference the following related manufacturer report no: 2015691-2018-04622 edwards sapien 3 transcatheter valve. 2015691-2018-04623 edwards esheath introducer set. 2015691-2018-04624 edwards sapien 3 transcatheter valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.